Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in ventricular pacing inhibition and storage of ventricular tachycardia (vt) episodes. The noise and oversensing occurred on an isolated date. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.